Event description:
Additional information received from the patient reported that they saw a code on the handset but the code went away very fast. Agent recommend taking note of the code and calling back for assistance.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that when the patient tried to connect to the pump it lags at 90% for a really long time. Agent reviewed data and walked them through how to delete the data and they were able to connect to the pump with no lag. They later called back stating the device was not waking up and they didn't know what happened. They walked the patient through resetting both handset and communicator. They requested education on the personal therapy manager; agent reviewed.